Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Complete lead was returned. A cut through in the insulation from the terminal pin and noted a body fluid in lead. The lead passed both resistance measurement and hipot test.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicated that the cause for high threshold was due to lead micro dislodgement. This rv lead was explanted. No additional adverse patient effects were reported.